Manufacturer narrative:
The aat reagent lot number was 792221 with an expiration date of 28-feb-2026.

Event description:
The initial reporter questioned the results for multiple patient samples tested for tina-quant alpha-1 antitrypsin (aat) on a cobas 8000 c 702 module. The following are examples of discrepant results for 2 patient samples. Patient 1 initial result was 0.35 g/l. The repeat result from an aliquot of the sample was 1.51 g/l. Patient 2 initial result was 1.02 g/l. The repeat result from an aliquot of the sample was 0.43 g/l.

Manufacturer narrative:
The results from the hardware check suggest issues with the alignment of mixers and the photometric pathway. The field service engineer (fse) addressed the issues identified from the hardware check. The assay performed as expected. The investigation determined the event was consistent with a wear problem and adjustment/alignment issues, however, the specific cause of the event could not be determined.